Event description:
The customer called to report a donor reaction that stemmed from a single platelet donation on (B)(6) 2011. The donor reported to the customer that he experienced vertigo and headaches starting at about 2 am on the night of the donation. The donor went to the ER and had a CT scan of the head. He was also seen by a neurologist. Medications were administered over the course of the next few days: the donor was given zofran and phenergan. The donor has been seeing his primary care physician as of late and is feeling much better. The customer was not willing to provide the donor ID. The disposable set will not be returned for eval. This report is being filed due to an adverse donor reaction.

Manufacturer narrative:
(B)(4). Investigation: the donation volume in this case was within the 15% max tibv limit. (About 7% tbv with respect to actual donation volume). The run data file (rdf) was analyzed for this event. Signals in the rdf indicate the trima functioned as intended. The customer stated that the trima was functioning fine before and after the incident in question. Investigation eval and corrective actions are in process. A follow-up report will be provided.